Event description:
Device removed from intact essure box; no visible damage to box or inner package. Device visible through clear plastic package insert. Device tip malformed in a bent elbow position; device should be straight.====================== health professional's impression======================no adverse event; never used on patient: new essure device opend and used on patient with no adverse outcome.====================== manufacturer response for tubal occlusion device for sterilization, essure======================no response yet. Received voice mail message stating a representative will call within 24 hours.